Event description:
It was reported from (B)(6) that wound size increased, "is smelling strongly, strong maceration, reddened and swollen". This reportedly was the first time this product was used, also other products were in use for this pt. The use of the product was discontinued. The pt was noted to be on bed rest. The treatment for the pt included "active coal, swab, administration of antibiotics". No additional info was provided. The pt outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the complaint listing for a previous 12 months for the product icc codes indicates that this is complaint issue of maceration.